Event description:
The doctor tried to insert the iab sheathless. During inspection, blood was noted coming up in the balloon and the iab was removed.event complications: none from the event - reported 4/10/97pt's currect status: unk - rpt'd 4/10/97.

Manufacturer narrative:
Evaluation: the iab was returned with the membrane noted to be completely folded. Laboratory examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. Probable cause of difficulty: based on the event description and physical evidence, there was no leak in the iab. It is probable that during insertion blood flowed between the folds of the membrane and exited near the catheter-membrane junction, leading to the perception that the balloon had leaked. Datascope incorporates this channeling phenonomen into its instructions for use for all stat iabs.